Manufacturer narrative:
Information contained in this record was previously submitted thru 410 psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: cloudy/voids in the gel, deformation crease fold and weight to the spec. No observed openings in the device. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings observed in the device.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.